Event description:
It was reported that episodes of vt were observed. Review of records indicated that some vt episodes were undetected and that the patient did not receive therapy for them.

Manufacturer narrative:
(B)(4).